Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Calling about ra lead. 3 months ago ra impedance was noted to be trending down. 0.7mv p-waves today and trending shows that last year they were 2 to 4mv and gradually decreasing and the last few months from 0.7mv to 1 mv. The impedance last year was in the 400s, today 240, 3 months ago 290. Threshold is fairly stable and today 1.5@0.4ms or 1.1 @ 1 ms. No evidence of noise. All measurements bipolar, unipolar seeing around 350 ohms, 2mv p-waves and threshold at 0.9v@1 ms. Device showing less than 6 months remaining which is the same as 3 months ago. Sensitivity is set to 0.5mv now but was at 0.75mv upon first interrogation today and initially showing some under sensing but when going to 0.5mv sensing was good. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).